Event description:
The suture was used during an unspecified procedure. Reportedly, after eight days, the pt developed an infection. The surgeon performed a re-operation and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.